Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer required assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.